Event description:
My doctor was suppose to tie my tubes and inserted the essure instead. Since then I have been hospitalized for blood clots, chest pain and trouble breathing. And again on (B)(6) 2013 of this year to have an emergency surgery to have my gall bladder removed. I have noticed that I continue to have sharp stabbing pains in my lower back, stomach and I have regained the weight that I lost with the lapband that I currently have since (B)(6) 2010. I do not feel that I am ok and do feel that there is something wrong with my body. I have asked to have the essure removed or to have a hysterectomy but I hear no one knows how to take them out and that I am too young for the procedure. I have two children that I almost left behind when I went into the hospital for shortness of breath and pains in the chest. I was diagnosed with blood clots in (B)(6) 2013, I had a massive cluster in both my lungs and two by my heart. I am having a hard time finding a representative to help me fight this but something has to be done.